Event description:
Disabled [disability nos] ([off label use]). Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case from united states received from patient via social media. This case involves adult patient who experienced disabled while she uses with the use of medical device carboxymethylcellulose, sodium hyaluronate (seprafilm). (Latency unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, it was reported that patient experienced life is destroyed & disabled and off label product as seprafilm slurry (off label use). No further information provided. Final diagnosis was disabled. Corrective treatment: not reported. Outcome: unknown. A product technical complaint (ptc) was initiated on 20-nov-2018 for seprafilm; batch number; unknown, global ptc number: (B)(4). No product lot number was provided by the reporter; therefore, sanofi biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates adhesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier could be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that was slowly resorbed within one week. Components are excreted in less than 28 days. The safety and efficacy of using seprafilm in a manner other than what was described in the seprafilm package insert, including formulations into a liquid or slurry, had not been established and were not approved by the food and drug administration (FDA). As a general policy, all sanofi personnel are required to train on the sanofi us compliance policy on promotion and dissemination of promotional material which contains strict guidance on promoting products consistent with the current labeling and not promoting any off-label use of genzyme or sanofi products. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. As a lot history review/investigation was unable to be completed and no trending signal had been identified at this time, no CAPA was considered necessary however; sanofi would continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. If a lot number for this event was reported at a later date, this product event would be reopened, and a lot investigation would be performed by sanofi biosurgery quality assurance at that time. Additional information received on 20-nov-2018. Gptc number added and results were updated for the same. Text amended accordingly.